Event description:
It was reported that an asymptomatic patient presented in or for device change out. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was noted at 7.5cm-9.5cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.